Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which fluid loss caused by a tear in the pump connecting tube was noted; therefore, the existing device was removed and a new ipp was implanted. There were no patient complications reported.